Manufacturer narrative:
(B)(4). Evaluation summary: service did not confirm the customer reported problem of -keys of keypad were inoperative.? The cause was not identified and no repairs were performed for the customer reported condition. Additional information: a service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. Should additional information become available, a follow-up MDR will be submitted.

Event description:
This is a case report received on (B)(6) 2012 by baxter (B)(4) from a (B)(6) employee. It was reported on (B)(6) 2012, a healthcare professional from (B)(6). The customer has sent the 2m8063g flogard single channel infusion pump device with serial number (B)(4) used for controlling the infusion system due to keys of keypad were inoperative. It's not specified which keys were inoperative. The failure occured before use of the device. Other products involved are unknown. The defect was observed in 1 unit. The device is available. There was no patient involvement. There was no injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). Additional information: a service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.